Manufacturer narrative:
Unit had no button response on the down button due to corroded keypad traces. During visual inspection, found the j1 keypad connector on pcba 1 was properly locked. Unit had minor scratched display window, missing display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 6.7 mmol/l at the time of the incident. It was reported that there was no response from any button. It was also reported that the insulin pump was not exposed to change in altitude. The time advanced. It was reported that the customer was advised that the insulin pump needed to be replaced and was also advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.